Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue was a failed circulation pump. The device was evaluated. The arctic sun device was found to have a failed circulation pump. The circulation pump was serviced. The device underwent a 2k pm. The t4 thermistor was found to be failed. Serviced the mixing pump. Replaced the heater lot with lot. Replaced the drain valves and replaced both manifold o-rings on the manifold coin cell was replaced. The t4 thermistor was replaced. The device passed all applicable testing and is ready for use. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. DHR is not required as this is event not an out-of-box failure and therefore is not manufacturing related. Correction: d. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that when attempting to do a functional verification, the chiller temperature (t4) thermistor was observed at 99 c. They discussed this was indicative of a failed t4 thermistor and would add tank harness to the already existing quote. The biomed stated that the arctic sun device would not fill. No suction at left port of manifold. Failed circulation pump. System hours were 4207. Biomed requested a quote for 2000 hour service. Per sample evaluation results received via task on 09oct2024, it was reported that the t4 thermistor was failed.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that biomed stated that the arctic sun device would not fill. No suction at left port of manifold. Failed circulation pump. System hours were 4207. Biomed requested a quote for 2000 hour service.